Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 415 mg/dl. The customer blood glucose was 207 mg/dl at time of incident. Customer¿s current blood glucose value is 416 mg/dl. The other relevant blood glucose values were 70, 170, 105, 176, 165, 161, 306, 320, 396 and 443 mg/dl gave manual injection and the blood glucose went down to 382 mg/dl. The customer treated with the pump. The customer also states the bolus not delivered and declined to troubleshoot for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.